Manufacturer narrative:
Results from chemistry testing on a retained sample from the sample lot were within specifications. No deviations were noted during batch record review.

Event description:
Our office reported that a female patient experienced red eye and swelling in both eyes with her use of complete moistureplus. Patient consulted a doctor and was diagnosed with keratitis. Patient was treated with an antibiotic and has recovered.